Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the tavr physicians determined that while trying to cross the native valve with the guidewire, the wire position in the left ventricle caused a ventricular perforation and subsequent pericardial effusion. There was no allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the patient¿s left ventricle was perforated by the guidewire; requiring surgical repair. Per report, during bav with 23mm x 4cm edwards balloon, the patient¿s blood pressure dropped and was slow to recover. When the 26mm sapien xt valve was implanted 50:50 in the annulus under rapid ventricular pacing the same drop in pressure was noted. Anesthesia attempted to manage with medication, but the patient did not respond satisfactorily. Echo showed a pericardial effusion and a pericardiocentesis was performed; ultimately removing approximately 2 liters of blood from the pericardium. Heparin was reversed and clot was observed in pericardium under echo in the area of the aortic root. The patient¿s chest was opened to assess where the bleeding was originating from. The patient was not placed on bypass. During assessment, it was determined that a perforation in the left ventricle was causing the bleeding. The perforation was repaired with suture; additional blood and clot were removed from the pericardium and the patient¿s pressure stabilized. It was concluded that the perforation was caused by a wire when crossing the aortic valve for bav and valve replacement.